Event description:
The physician held the scalpel upside down, so when he slid the retraction mechanism, he opened the contaminated blade into the palm of his hand. Scalpel was somewhat new to physician. Facility has suggested improving the markings on the scalpel handle which were difficult to read under the low light conditions.

Manufacturer narrative:
The scalpel was supplied to user as part of a kit. As jai does not manufacture the kit, we are not aware of how the scalpel is presented. There was no information as whether the facility has a programm for training users. Whilst the product is not considered as defective, action is being taken to evaluate how improvements can be made.